Event description:
After a paroxysmal atrial fibrillation ablation procedure with a varipulse catheter, the patient experienced symptomatic stroke which was confirmed with magnetic resonance imaging (MRI). The report indicated that the patient had a stroke after the case was completed. A few hours after the patient woke up, the patient started to exhibit stroke symptoms. No specific details were available about the stroke symptoms. A "small" stroke was confirmed with an MRI. The physician mentioned that the patient had a prior history of 3 strokes. The last known patient status was stable. The patient had a full recovery with no deficits and was sent home, and unsure if any medical intervention was provided for the patient. The procedure and stroke occurred on (B)(6) 2025. The physician¿s opinion on the cause of this adverse event was that the direct cause of the stroke is unknown. Physician mentioned that the patient has had a prior history of 3 strokes and prior history of intensive care unit (ICU) stay with impella implant prior to the ablation. The neurological issue observed was symptomatic. No evidence of char or blood thrombus/clot during the procedure. The correct catheter settings were selected on the trupulse generator. No issues with flow rate change at the start of ablation. The irrigation rate used during this procedure was 30 ml/min. An ngen pump was used for the procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-dec-2026, additional information was received indicating the activated clotting time (act) during the procedure remained above 350 for the entirety of the procedure. After transseptal, varipulse was inserted into the left atrium (la), mapping and ablation were performed with varipulse only and no exchanges were performed. One transseptal puncture was performed during the procedure. The number of performed pulse field (pf) ablations was 32 complete completed ablations and 1 incomplete ablation. 22 complete ablations were performed within the pulmonary veins, and 10 complete ablations outside of the veins to isolate the posterior wall. The number of ablations were confirmed to be 32/33 complete with 1 case of sequential stacking. The impedance low was 159.2 ohms. The flow rate was 30ml. No (generator/pump) malfunctions have been reported, and no service needed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 28-jan-2026, the product investigation details were updated to include the following details: ¿it was confirmed that a total of 32/33 complete ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia . In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. It was confirmed that there were stacking ablations for the procedure. ¿stacking¿ may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia observed in the us external evaluation. At least 35% of the patients who suffered from peri-procedural stroke received stacked ablations.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).